Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the patient they underwent an unknown procedure on an unknown date in (B)(6) 2024 and topical skin adhesive was used. After using adhesive in (B)(6), the patient experienced allergic contact dermatitis. This situation has had a profound impact on patient's life, hindering the healing process and causing significant disruptions. Now on june the patient still dealing with residual markings and itchiness from your product.